Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm powered the iabp unit 'on' and the observed all power on self tests were completed without any alarms or errors occurring. The stm connected a known intra-aortic balloon (iab) and system trainer, and initiated autofill. The iabp unit successfully completed autofill and began pumping without any abnormal function occurring. The stm allowed the iabp unit to continue pumping for approximately 30 minutes without any alarms or errors occurring. The stm did not detect any data in the iabp's logs related to the reported issue. The stm completed a full pm, safety, calibration passed to factory specification, device is currently functioning in accordance with factory specifications and has been released for clinical use at this time. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during morning checks performed by the customer, the cs300 intra-aortic balloon pump (iabp) was displaying errors with the helium. It was noted that the helium tank has been changed out. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during morning checks performed by the customer, the cs300 intra-aortic balloon pump (iabp) was displaying errors with the helium. It was noted that the helium tank has been changed out. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: h6 (type of investigation).